Event description:
Customer reports back to back testing on the compact system with results of 32 mg/dl and 195 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.